Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the fixture was explanted on (B)(6), 2013; it is unknown if the patient will be reimplanted as of the date of this report, (B)(6), 2013.this report is filed on july 2, 2013.

Event description:
Per the clinic, the patient contracted bacterial meningitis post-operatively. The patient was hospitalized twice and was treated with IV antibiotics (vancomycin.) Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.